Manufacturer narrative:
(B)(4).

Event description:
The customer received a discrepant high result for 1 patient tested for bilt3 bilirubin total gen.3 (bilt3) on a cobas 6000 c (501) module. The initial bilt3 result was 27.33 mg/dl with a data flag. The sample was repeated and a bilt3 result of 16.58 mg/dl with a data flag was obtained. The patient had bilt3 testing performed again on (B)(6) 2017 on another c501 module with a result of 16.0 mg/dl. The initial bilt3 result was reported outside of the laboratory. There was no adverse event as the parents of the patient were notified of the correct results before the patient was admitted. The tbili3 reagent lot was 24007601 with an expiration date of 31-oct-2018. The field engineering specialist (fes) found that the analyzer needed to be decontaminated as the analyzer had been exposed to well water. He decontaminated the system and the customer ran qc which was acceptable. Further investigation showed that the fes findings can be excluded as the root cause. The system was not decontaminated until (B)(6) 2017, which was after the dates that the biltt3 repeat testing was performed. Qc and calibration data were appropriate and there were no analyzer alarms present at the time the original sample was being processed. The centrifugation time for the sample appears to have been short. The sample was also tested immediately after centrifugation had completed which might have not been enough time for the sample to equilibrate. It was noted from the customer that the sample had slight hemolysis. The root cause is assumed to be related to a pre-analytic issue.